Event description:
Health professional reported that a week after injection in an unk area of juvederm ultra xc, pt experienced "significant swelling, tightening of the skin." Pt was treated with antibiotics and antihistamines, and it is unk if these were prescribed to hasten the resolution of the pt's symptoms or to prevent worsening of the symptoms that may lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(6) 2012.